Event description:
An endovascular stenting of a hepatic artery aneurysm was being done. The stent had gone through the sheath but the stent got caught on the end of the sheath and started to deploy. They tried to pull back the stent and the sheath together but they were afraid of damaging the artery. A cut down was done on the brachial artery for access with a larger sheath. ====================== manufacturer response for viabahn stent, viabahn stent graft (per site reporter) ====================== have not had a response as yet.